Manufacturer narrative:
As reported, a bard/davol hydro-surg irrigator was leaked solution from the bottom of the pump and rust came from the battery compartment. There was no reported patient injury. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, based on the information provided and without having the sample to evaluate, no conclusion can be made.

Event description:
As reported, during (laparoscopic cholecystectomy/a gastric bypass) procedure on (B)(6) 2022, a bard/davol hydrosurg irrigator was leaked solution from the bottom of the pump and rust came from the battery compartment. As reported, the procedure was completed using the same device and there was no reported patient injury.